Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cables were loose at the distal clevis due to a broken cable found at the back idler pulleys of the proximal end. Additional observations not reported by site were main tube damage, corroded clamping pulleys and back idler pulleys. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were approximately 0.042 x 0.3140 in length and were not aligned with the tube axis. All three clamping pulleys exhibited corrosion/contamination around the groves and the screws. The back idler pulleys exhibited yellowish material on the surface. Engineering concluded that damages found were likely due to improper cleaning and/or mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the scratches found on the main tube if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si partial nephrectomy procedure, the customer noted a thread on the wrist of the large needle driver instrument, and the endowrist movement was restricted. No patient harm, adverse outcome or injury was reported.